Event description:
Pt complains of headaches, joint aches, pain in breast, tender nipples, dry mouth, breast hardness, painful breasts, itching, enlarged glands, swelling of joints, fatigue, swelling of hands and feet and hair loss.